Event description:
It was reported that a patient, initial right shoulder implanted on (B)(6) 2023, underwent a revision procedure on (B)(6) 2023, approximately 5 months post the initial procedure. Raised white blood cell markers caused suspected infection & subsequent removal of implants. A cement spacer was implanted. There were no surgical delays or device breakages reported. No x-rays were able to be obtained. The patient was last known to be in stable condition following the event. No device returns are available as they were disposed of. Explant images were provided. No further information.

Manufacturer narrative:
D10: concomitants: a225883 - 300-01-13 - equinoxe, humeral stem primary, press fit 13mm; a506589 - 315-35-00 - glnd kwire; a481881 - 320-01-38 - equinoxe reverse 38mm glenosphere; a365193 - 320-10-00 - equinoxe reverse tray adapter plate tray +0; a323044 - 320-15-02 - rs glenoid plate sup aug, 10 deg; a550161 - 320-15-05 - eq rev locking screw; a522025 - 320-20-00 - eq reverse torque defining screw kit; a554000 - 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm; a496549 - 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm; s362925 - 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm; s408589 - 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm; a581966 - 20-38-00 - equinoxe reverse 38mm humeral liner +0; a377790 - 321-20-00 - equinoxe reverse shoulder drill kit; a515293 - 321-20-00 - equinoxe reverse shoulder drill kit. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
Investigation results: the cause and type of the patient¿s infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted devices and the patient due to patient illness, unique anatomy, or other condition. There is no patient clinical information provided. The photos do not show wear, there is no mention of device malfunction or wear from the reporter. Deep and superficial infections are a known general surgical risk. These devices are used for treatment not diagnosis. There is no other information available.